Event description:
It was reported that on (B)(6) 2022, during an eviva procedure, the saline flow did not appear to be going through normally. During the lavage the patient developed a hematoma. It was reported latet that the patient is doing fine and no other injury other than the hematoma reported. The procedure was completed and the nurse had to apply pressure longer to minimize. No additional imaging, surgery or medication required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was received. Visual inspection was performed, the disposable looked as intended, no kinks were found in the tubings, not cracks or damage in the disposable and no missing components. Functional testing was also performed, the device passed set up and test, saline was visible and canula was capable of being fired 5 times with the remote valve. Device worked as intended. Complaint not confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.